Event description:
Biotronik rep interrogated the device at a routine f/u, and a pop-up message indicated "backup mode... Implant error... Excess current drain". Interrogation could not be completed, so no device parameters or f/u tests could be accessed. The device displayed a magnet response of dual chamber pacing at 90. The pt's presenting rhythm was atrial packing with ventricular sensing at a rate near 90. Both the rep and physician questioned why normal magnet behavior and normal pacing function was displayed, when the message indicated the device was in backup mode. The physician also wanted to know what had caused the device to go into this mode. The device is scheduled for explant and the rp is expected. In 2008, the rep interrogated the device with two different programmers, an ics 3000 and an epr 1000. We attempted to use the protos reset code: upon selecting the reset button, the programmer auto-interrogated, but still displayed the same error message. The following month -this device was returned with oos documentation from biotronik rep, this device could not be interrogated. This device was replaced with a cylos dr.